Event description:
It was reported that the right ventricular (rv) lead was a case of an attempted implant procedure due to tines were damaged. The physician pointed out that one of the tines of the lead was lost when the sheath was implanted in the body and for safety reasons, the use of the lead was discontinued. Furthermore, a new lead was used. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was a case of an attempted implant procedure due to tines were damaged. The physician pointed out that one of the tines of the lead was lost when the sheath was implanted in the body and for safety reasons, the use of the lead was discontinued. Furthermore, a new lead was used. Additional information was obtained and it was indicated that the doctor pointed out this issue when attempted to insert the lead into the sheath, therefore, it is extremely unlikely that the broken tine was entered in the body. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection found one out of four tip tines appeared to have been torn off. Microscopic inspection of the surface showed no voided or bubbles indicating manufactured correctly. Laboratory analysis confirmed reported allegation.